Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 55 mg/dl with severe dizziness and unsteadiness when standing/walking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and took a glucagon shot and oral carbohydrates. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge and battery change and the prime menu being accessed. The basal history matched the active basal program and the boluses matched and were recorded as programmed. Cts also determined that the patient bloused without eating and bloused with delayed eating. It was reported that the date was incorrect in the pump, but cts determined that did not cause the bg issue. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.